Event description:
It was reported that the patient presented for a new implant procedure. It was noted during the procedure that the right ventricular (rv) lead became entangled with the stylet, significant difficulty was encountered in removing the stylet from the lead. After extraction of the lead with moderate force, the rv lead was washed, and an attempt was made to re-insert a new stylet without success. The rv lead was exchanged. There was no harm to the patient or patient consequences.